Manufacturer narrative:
It was reported to medtronic minimed that the customer alleged pump battery compartment has broken off and battery cap cannot be inserted and closed. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and damage affecting/impacting pump functionality. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1886 will be returned for analysis.

Event description:
It was reported to medtronic minimed that the customer alleged pump battery compartment has broken off and battery cap cannot be inserted and closed. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and damage affecting/impacting pump functionality. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1886 will be returned for analysis.